Event description:
This is a report received by baxter (B)(4) on (B)(4) 2008 from a pharmacist. On (B)(6) 2008, the pharmacist observed a white precipitation with accusol during use. No clinical impact on the patient and/or user was reported.

Manufacturer narrative:
(B)(4). Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A european team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after august 2008 with a ph above 7.3 at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. The actual sample was returned and will be evaluated as part of these investigations. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.